Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated that the basal rate settings were not high enough and the doctor told her to go to the hospital. Blood glucose value was 576 mg/dl. The customer experienced nausea, dry mouth, hunger and fatigue. She was treated with fluids and manual injections at the emergency room. Customer was wearing the insulin pump at the time. She also reported that the screen on the insulin pump is severely scratched. Customer stated that the device fell of her pocket and was hanging from the infusion set but must have gotten scratched against the toilet. Customer stated she is unable to see the left side on the display because of the scratches. Blood glucose value was between 110 and 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.